Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to the procedure, it was noted that the helix was extended but the physician attempted to implant the lead. During the procedure, upon interrogation, the lead exhibited failed to capture. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and helix mechanism issues were confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. X-ray examination found the inner coil was over-torqued inside the connector region consistent with procedural damage. Electrical testing found shorting between conductor paths due to the over-torqued inner coil inside the connector region. The cause of the reported events was due to the over-torqued inner coil and helix being clogged with blood/tissue.